Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information received on (B)(6) 2011: the surgeon did not perform a leakage testing as he assumed that the staple line would be fine. Donut and tissue looked fine and therefore, he decided to finish the surgery. Patient is fine again, re-operation was not needed; they flushed it.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a hemicolectomy procedure, at the (B)(6) day, "anastomosis got incomplete." No further information is available. Actions taken to manage the situation are unknown. No adverse patient consequences were reported. The customer disposed of the device. Additional information being requested.